Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to the philips remote service engineer (rse) that 0:00 was displayed but the system did not boot up, issue persisted even after the reboot. The review of system logfiles shows malfunctioning of sib (system interface box). Upon troubleshooting, the field service engineer (fse) identified that the unit generating the 24v power to the device was causing the start-up failure. The supplier's part analysis conclusively determined the cause of the unit failure as the unit did not turn on when given the power. To resolve the issue, the fse replaced the unit and checked the operation of the system, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.